Manufacturer narrative:
Updated fields: b4, d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings, component codes & investigation conclusions), h10, h11 corrected fields: b5, d1, d4(model#, catalog# & UDI#), e1, e4, h6(problem code). A getinge field service engineer (fse) was dispatched to investigate the issue. The fse checked the unit and suspected the motor control pcb to be defective. So, in order to solve the issue, the fse replaced the motor controller pcb (0671-00-0004). The fse then checked the unit for more than 3 hours and no issue were found. The unit was then handed over to the customer in good working condition.

Event description:
It was reported that during a routine check, the cs100 intra-aortic balloon pump (iabp) showed an electrical test fail code 50. There was no patient involvement reported.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) unit has an electrical test fail code 50 . There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.